Event description:
The unit is allegedly running hot. No injury is alleged.

Manufacturer narrative:
(B)(4) - complaint of unit getting hot was not confirmed. The product was returned and an evaluation was complete by the invacare (B)(4). The evaluation states the unit was tested and ran for an hour. The temperature reading went from 88 to 124 f. No discrepancies were observed no injury reported. Information was received stating the unit was running hot. Device has been in service for 16 months. Device is portable and its unknown if the device was dropped prior to use. Filing solely on the allegation the unit ran hot. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Manufacturer narrative:
No injury reported. Information was received stating the unit was running hot. Device has been in service for 16 months. Device is portable and it is unk if the device was dropped prior to use. Filing solely on the allegation the unit ran hot. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection.

Event description:
The unit is allegedly running hot. No injury is alleged.